Event description:
The customer reported that after the patient exam was ended, the previous patient's surview images were labeled incorrectly with the wrong name and displayed in the exam summary series of the patient that was just completed. A philips field service engineer (fse) confirmed there was no misinterpretation, mistreatment, or rescan associated with this event. The correct surview images were in the patient's exam summary series as well as the surviews from the previous patient which were labeled incorrectly with the current patient's name.

Manufacturer narrative:
Pr number: (B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr number (B)(4).